Event description:
It was reported that on "15 aug 2023, the swg was found kinked prior [to use on] the patient." No patient involvement reported.

Manufacturer narrative:
(B)(4), the report of a guide wire kinking was confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material were observed, which contradicts the report that the defect was observed prior to use. The customer was contacted regarding this discrepancy, and they confirmed that the sample was likely contaminated while in the clinical setting. Visual inspection of the swg revealed one kink around the middle of the body. Offset coils were also observed on the distal j-bend. This resulted in the j-bend to be misshapen. During normal assembly, all portions of the damaged guide wire would be located inside the tubing. Microscopic examination confirmed both welds were present and spherical. Further comparison of the returned sample with the guide wire shown in product drawing revealed that the markings do not match the guide wire normally packaged within the reported finished good. Likewise, dimensional analysis revealed that the guide wire length and outer diameter are outside the specification limits. Based on this, it is unknown if the customer returned the incorrect device, or if they reported the incorrect finished good. The kink on the guide wire measured 247mm via calibrated ruler from the distal weld. The offset coils measured 9mm and 14mm via calibrated ruler from the distal weld. The total length of the swg measured 684mm via calibrated ruler, which was not within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter of the swg measured 0.85mm via calibrated caliper, which was not within the specification limits 0.788mm-0.826mm per the guide wire product drawing. The discrepancy with the guide wire length and outer diameter confirmed that the returned sample was not the same guide wire packaged within the reported finished good. The returned swg was functionally tested per the IFU provided with this kit: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the wire passed through a lab inventory ars and introducer needle with little to no issue. A manual tug test confirmed the distal and proximal welds were secure. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined due to the discrepancy between the returned device and the reported finished good. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on "(B)(6) 2023, the swg was found kinked prior [to use on] the patient." No patient involvement reported.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4). The report of a guide wire kinking was confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material were observed, which contradicts the report that the defect was observed prior to use. The customer was contacted regarding this discrepancy, and they confirmed that the sample was likely contaminated while in the clinical setting. Visual inspection of the swg revealed one kink around the middle of the body. Offset coils were also observed on the distal j-bend. This resulted in the j-bend to be misshapen. During normal assembly, all portions of the damaged guide wire would be located inside the tubing. Microscopic examination confirmed both welds were present and spherical. Further comparison of the returned sample with the guide wire shown in product drawing revealed that the markings do not match the guide wire normally packaged within the reported finished good. Likewise, dimensional analysis revealed that the guide wire length and outer diameter are outside the specification limits. Based on this, it is unknown if the customer returned the incorrect device, or if they reported the incorrect finished good. The kink on the guide wire measured 247mm via calibrated ruler from the distal weld. The offset coils measured 9mm and 14mm via calibrated ruler from the distal weld. The total length of the swg measured 684mm via calibrated ruler, which was not within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter of the swg measured 0.85mm via calibrated caliper, which was not within the specification limits 0.788mm-0.826mm per the guide wire product drawing. The discrepancy with the guide wire length and outer diameter confirmed that the returned sample was not the same guide wire packaged within the reported finished good. The returned swg was functionally tested per the IFU provided with this kit: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the wire passed through a lab inventory ars and introducer needle with little to no issue. A manual tug test confirmed the distal and proximal welds were secure. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined due to the discrepancy between the returned device and the reported finished good. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that on "15 aug 2023, the swg was found kinked prior [to use on] the patient." No patient involvement reported.